Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2011.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. This report filed (B)(4), 2011.

Manufacturer narrative:
Corrected data: device was not available for evaluation. Device was not returned to the manufacturer. The device was not returned and no evaluation could be performed. (B)(4) information previously reported was not associated with the catalog #/lot subject of this report number. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient felt a clunk in shoulder and radiographs taken revealed disassociation of the glenosphere from the glenoid baseplate. A revision procedure was performed on (B)(6) 2011, and the glenosphere baseplate and taper adaptor were removed and replaced. The surgeon further reported that the patient suffered a traumatic fall in (B)(6) 2010.